Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported x-ray indicated that the atrial lead had migrated to the left lung (pneumothorax). Capture thresholds are elevated (believed to be due to anodal capture) with undersensing. The patient is stable and comfortable with no indication of pleural effusion or fluid in the lungs. Repositioning of the atrial lead is being considered with some concern of complications. No further patient complications have been reported as a result of this event.